Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of event is an approximation. On (B)(6) 2025 the patient's son reported on social media via sprinklr that the patient experienced inaccurate cgm values. The cgm was 150 mg/dl higher than the bg and she was taking too much insulin based on the high bias inaccuracy. The patient was hospitalized for a few days. The patient had reportedly reported the problem to dexcom but there was no contact information, and technical support was not able to follow up. There was no documentation of further medical evaluation or intervention. Due diligence was not attempted as the reporter's details were not able to be identified. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. It has been reported that there was a difference in readings of 150 points. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.